Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 5076-58 lead, implanted: (B)(6) 2002. Product event summary: performance data collected from the device was received and analyzed. Analysis of the data indicated atrial oversensing. The impedance on the atrial pacing lead was also variable and beyond the expected upper range. The partial lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had high impedance, oversensing and was fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.